Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing. The vector was changed from secondary to primary and the s-ICD remains in service. No adverse patient effects were reported. Additional information noted that a revision took place and the electrode was moved to the right side. A new screening took place, and only one vector had passed screening. The system remains implanted.